Event description:
The customer reported that the ventilator alarmed with low leak co2 rebreathing risk. The customer reported there was no patient involvement.

Manufacturer narrative:
The part was returned for further investigation and the reported issue low leak ¿ co2 rebreathing was confirmed. Faulty u1 air flow sensor indicating a significant negative flow situation would tell the v60 that the exhalation port could be occluded throwing the low leak co2 rebreathing alarm.

Event description:
The customer reported that the ventilator alarmed with low leak co2 rebreathing risk. The customer reported there was no patient involvement.

Manufacturer narrative:
(B)(4).